Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that unit fail to suspend at feed completion. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5-jun-2017.

Event description:
According to the reporter, the unit was reported because the unit would not turn off. The nurse says they cannot rely on this pump to shut off when feeding is complete; one time it will shut off and the next time it continues to run past the allotted time.